Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 713 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. At the time of the report to tandem technical support the customer was still admitted to the hospitalized. Recommendation was made to consult with a healthcare provider regarding diabetes management. Customer declined further follow up from tandem technical support.